Manufacturer narrative:
Should additional information become available a supplemental record will be filed. User¿s manual review 1143205 rev. G (page 7) warning - do not operate on roads, streets or highways. (Page 9) always wear your seat positioning strap. Inasmuch as the seat positioning strap is an option on this scooter (you may order with or without the seat positioning strap), invacare strongly recommends ordering the seat positioning strap as an additional safeguard for the scooter user. The seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, belt must be replaced immediately. (Page 10) do not operate the powered scooter until you have checked that the surroundings are clear and that the area is safe for travel. (Page 11) warning - do not attempt to drive over curbs or obstacles. Doing so may cause your powered scooter to turn over and cause bodily harm and/or damage to the scooter.

Event description:
Reporter alleges previous to getting the l-4b she had a l-3 scooter and she was driving down the street the road was torn up and not even with her driveway, the city was doing repairs to add sewage and end user asked the city worker when they were going to even the driveway with her road and the incident occurred 3 years ago and to this day the city has not repaired her driveway or road correctly, they are still uneven, she was going up her driveway and the scooter flipped up and she fell out of scooter and broke her hip and hospitalized for 2 months. The end user daughter replaced 3 wheel scooter with the 4 wheel scooter for more stability. Reporter states she is no longer using the 3 wheel scooter; it is not useable.